Event description:
Alleges going from grass near building to the pavement when she tipped over. Alleges this happened on two (2) separate occasions.

Manufacturer narrative:
Device was returned for evaluation. The alleged incident could not be duplicated. The anti-tips were present and secure. The device master record for the sc40e containers passed dynamic and static stabliity testing.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges going from grass near building to the pavement when she tipped over. Alleges this happened on two (2) separate occasions.